Event description:
It was reported that patient's lead was capped and replaced for unknown reason on (B)(6) 2022. The patient status was unknown.

Manufacturer narrative:
Further information was requested but not received.